Event description:
It was reported that the patient presented for follow up and attempts to interrogate the implantable cardiac monitor using two different programmers resulted in error messages. After a firmware download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.